Event description:
Lumps at injection site, report received from a physician regarding female pt, age and initials unk, who has received injections of captique in the past without any untoward effects. On an unk date, the pt received injections of captique (location unk), and developed lumps at the injection site. The physician performed as incision and drainage (date unk). No further info was provided. At the time of this report the pt's outcome was unk. Qa investigation results: review of the data did not indicate trends that could be associated to any product complaint.